Event description:
It was reported by service report that the stretcher has unintended zoom speed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report. Stryker technician could not confirm the event.

Manufacturer narrative:
Pcb box.